Manufacturer narrative:
The device was not returned; therfore, a physical intervention could not be performed. The review of the lhr (lot f1128509) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided, the cause of the reported event could not be determined. See medwatch reports 3004939290-2012-00037, 3004939290-2012-00038, and 3004939290-2012-00039 for the other 3 events.

Event description:
The aci distributor reported that they had 4 mynxgrip failures during 4 different procedures. It was reported that the facility (name unk) performed four catheterization procedures (dates unk) in which they deployed a mynxgrip device. In all 4 cases the pt started to bleed after deployment. Each pt was administered about 20 mins of manual compression after, which hemostasis was achieved. After hemostasis was achieved on the four pts, each pt was ambulated and sent home with no reported clinical sequela.